Event description:
Notice vary blood glucose numbers taken within approx 90 seconds. Reported to onedrop and they claim it's within normal variance, but it seems like for something as important as diabetes control it shouldn't vary so much. Some data I recorded - on (B)(6) 2018 reading 1: 124; reading 2: 108. On (B)(6) 2018 reading 1: 97; reading 2: 86. On (B)(6) 2018 reading 1: 102; reading 2: 86. Unk reading 1: 107; reading 2: 90. Unk reading 1: 155; reading 2: 123. Unk reading 1: 128; reading 2: 141. On (B)(6) 2018 reading 1: 131; reading 2: 114. On (B)(6) 2018 reading 1: 153; reading 2: 122; reading 3: 103.